Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be exhibiting oversensed noise and high out of range pace impedances greater than 3000 ohms. The oversensing resulted in pacing inhibition, but no asystole. An x-ray was performed which revealed the lead was fractured. The lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted an anomaly and fracture in the outer coil. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at approximately 25 cm from the tip end. This type of damage is consistent with repeated stress over time. The reported observations of noise and high impedance measurements were likely the result of the lead damage observed by the laboratory.